Event description:
During installation of the device, the flow sensor did not power on as expected. There was no patient injury as a consequence of this event.

Manufacturer narrative:
Evaluation in progress but not concluded. Device was repaired and returned.